Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from japan by a field clinical specialist, during a transfemoral tavr procedure using a 23 mm sapien 3 ultra resilia valve for implantation in the aortic position, difficulty was encountered advancing the device across the native aortic valve due to severe calcification of the native valve leaflets. Contralateral femoral access was obtained via the left femoral artery, and balloon aortic valvuloplasty (bav) was performed; however, the device still could not be advanced across the native valve. A second balloon predilatation was then performed. Following this, the device was forcefully advanced, successfully crossed the native valve, and valve deployment was completed. After deployment, the patient's vital signs were stable with no obvious pericardial effusion noted, and all devices were removed. During hemostasis at the access site, hypotension developed. Transthoracic echocardiography identified pericardial effusion. Left ventriculography revealed contrast leakage from the left ventricular apex. Based on the intra procedural course and findings, it was considered that the wire may have abraded the left ventricular apex during attempts to cross the native valve, resulting in ventricular perforation. Pericardial drainage was considered; however, due to the location of the effusion, surgical intervention via thoracotomy was selected. During open chest surgery, pericardial fluid was aspirated and the ventricular perforation site was sealed. No re accumulation of pericardial effusion was observed, and the patient left the operating room without further complications. No device damage was reported. The patient's final outcome was not provided.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected b7, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The difficulty crossing the annulus and subsequent injury were confirmed empirically, as reported event resembled an issue previously investigated and documented in an edwards lifesciences engineering summary. As reported, "difficulty was encountered advancing the device across the native aortic valve due to severe calcification of the native valve leaflets". Available information suggests that patient factors (calcification) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.